Manufacturer narrative:
Clinical conclusion: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s adverse event(s) of non-specific pain, fibrin and recurrent peritonitis which required removal of the patient¿s pd catheter (not a fresenius product) and transition to hd. The etiology of the patient¿s recurrent peritonitis is unknown; therefore causality cannot be fully determined. However, what is known is patients undergoing peritoneal dialysis therapy are considered high risk for peritoneum infections. The source of the nonspecific pain was due to the peritonitis as evidenced by the pdrn¿s statement on (B)(6) 2018. Additionally, the presence of fibrin can reasonably be attributed to the diagnosis/byproduct of the recurrent peritonitis. There is no documentation or indication the liberty select cycler and/or liberty cycler set caused or contributed to the adverse event(s). Additionally, there is no allegation of a malfunction or of the machine failing to perform as expected in relation to this event . The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis registered nurse (pdrn) reported the patient¿s has recurrent peritonitis. The date of the initial peritonitis event is unknown however a second set of peritoneal effluent fluid cultures and cell counts were obtained on (B)(6) 2018. The culture test was reportedly negative for bacterial growth; however the cell count revealed an elevated white blood cell (result unknown) count. The patient was treated with vancomycin and gentamycin; however the dosages, duration, route and frequency is unknown. Subsequently the patient¿s pd catheter (not a fresenius product) was removed (date unknown), and the patient transitioned to outpatient hemodialysis (hd) for rrt. The pdrn reported the cause of the event(s) is unknown, and no additional information is available due to patient transitioning to outpatient hd. Additional information was solicited.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.